Event description:
It was reported that a patient underwent a sling procedure and an anterior and posterior colporrhaphy on 11/05/2007. The patient was hospitalized from 2007 to 2008 for the sling procedure. The patient was hospitalized again for 3 days in 2008 during which time the surgeon cut the mesh due to a "pain problem." The patient was treated with fentanyl, propofol, esmeron, ringers lactate solution, sevofluran, prepacol, lovenox, and parkemed 500. The mesh remains implanted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.